Event description:
This report is based on information provided by remote service engineer rse, philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro device indicating that froze on boot-up. The device was in use during this event however no patient or user impact were reported.